Event description:
The customer contact reported blood loss. After an unspecified length of time in use, the customer contact reported that a syringe was used to access the clave port on the tubing set. It was reported that upon removal of the syringe, the silicone sleeve of the clave port remained depressed and an unspecified amount of blood loss was noted. The tubing was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.